Event description:
It was reported that there was no capture and undersensing of the right ventricular lead. The lead also perforated the right ventricle. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed) and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was tissue on the helix and visual analysis noted apparent explant damage.